Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital for a device changeout procedure. Upon review, the right ventricular lead exhibited oversensing. The physician capped and replaced the lead during procedure on (B)(6) 2020.